Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7227696, medical device expiration date: 08/31/2022, device manufacture date: 08/15/2017. Medical device lot #: 7324606, medical device expiration date: 7324606, device manufacture date: 11/20/2017. Medical device lot #: 7353605, medical device expiration date: 12/31/2022, device manufacture date: 12/19/2017. Medical device lot #: 8023762, medical device expiration date: 01/31/2023, device manufacture date: 01/23/2018.

Event description:
It was reported that a 30 ml bd¿ syringe with luer-lok¿ tip had foreign matter and scale marking error. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a 30 ml bd¿ syringe with luer-lok tip had foreign matter and scale marking error. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. No samples or photos were provided. (B)(4). Root cause could not be determined without samples or photos.